Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to open and maintenance required. User shutdown the station by unplugging and reconnect but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that auxiliary drawer 3.2 was pulling out of the unit due to broken rails, observed that the bearings had come out of the rail assembly, removed the defective drawer unit and replaced it with a new one, then installed and configured the drawer, completed functional testing using hardware test application (hta), and the drawer operated successfully. The customer verified functionality, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.